Event description:
It was reported that a user experienced dexcom g7 signal loss to the ilet and temporary inability to pair, which resolved after completing the toggle method and waiting for reconnection per guidance. Symptoms included no reported clinical effects, no alerts, and no alarms. Outcomes included no injury and no hospitalization. Investigation included customer care troubleshooting and user education on the pairing procedure and expected reconnection time. Investigation of this case revealed normal operation after proper pairing workflow, indicating a communication disruption that recovered without device repair or replacement. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with setup leading to transient connectivity interruption, not a device malfunction.